Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from olympus italia, there was the possibility that the reported phenomenon was attributed to the failure of the cable due to the user handling.

Manufacturer narrative:
Since the subject device has been not returned to omsc for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the subject device stopped to work during the preparation for the unspecified procedure. The user also reported that its screen was only multicolored, and then the subject device was not detected. The procedure was completed with another similar device. There was no patient injury associated with this report.